Event description:
Pt used curad bandage w/topical neosporin and when trying to remove the bandage the following morning, pt couldn't get it off. Pt tried taking a shower to loosen the adhesive and still was unable to remove it. Finally the pt pulled on the padded portion over the wound and was able to remove the bandage, but it also created a large skin tear and further opened the existing wound. Pt was treated in ER and released w/instructions for follow-up.